Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was no communication with the clinical programmer, the patient programmer, or the recharger with the patient¿s implantable neurostimulator (ins). It was reported that "more recently" went into the overdischarge. However, it was logged in hidden stats that indicated the patient's last charge was on (B)(6) 2013. Additional information received on the same date reported that the patient experienced an overstimulation sensation. It was noted that earlier on the day of report, the manufacturer representative (rep) met with the patient and performed a 60 minute countdown. It was logged the patient was able to recharge and was sent home. It was then reported at about 3pm on the same day of report the patient reported an overstimulation sensation and was in distress. It was noted the representative was on the way to meet with the patient at the hospital but was 30 minutes away at the time of report. They ¿conferenced¿ with the patient and performed a physician mode recharge (pmr) procedure to reset the battery and the overstimulation sensation immediately stopped. It was noted they attempted to clear the power-on-rest (por) with the patient programmer but received the warning por which indicated clearing por would need to be done by the clinician programmer and representative. It was reported the rep and patient were going to meet again on the day of report to clear the por. Follow up information received on (B)(6) 2014 reported the manufacturer¿s representative had been following up with the patient for the past week regarding their overdischarge event and was able to meet with them (at the hospital) where the por was cleared without a problem. It was noted that the patient had not been effectively using the device since (B)(6) 2013. The representative ¿retaught¿ the patient on their programmer unit and the charging procedures to ensure that the ins battery does not go into another overdischarge condition. The patient was reported as doing well and ¿enjoying: their therapy once again. It was also noted that all of their settings were doing great and they the patient was in good spirits. If additional information is received, a follow up report will be sent.